Event description:
Technical service of the manufacturer was informed that a patient had fallen and broken his hip. He mentioned that the automatic detection for bed exit did not ring when a patient left his bed.